Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen developed a crack along the left side while the device continued to function, and the user planned to switch to backup therapy if the screen became inoperable. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no clinical impact, no hospitalization, and continued cgm use. Investigation included remote support, replacement arrangement, and instructions to shut down the device and return it for evaluation. Investigation of this case revealed a damaged display component consistent with physical damage to the screen while other device functions appeared normal. It was concluded, based on previously established findings for similar reports, that the cause was user handling or accidental damage leading to a cracked screen.